Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance the touch panel error e333 was displayed on the touch panel of the subject device and the touch panel no operated. The service department of olympus (B)(4) checked the subject device and found that the buttons on the touch panel did not function. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the excessive force being applied or hitting of a hard object to the touch panel, or accidental failure of the electrical circuit board and/or the component regarding the touch panel sensor or communication function. If additional information becomes available, this report will be supplemented.